Event description:
It was reported that the device exhibited a leakage. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes updated. No device was received, but photos and a video were used to complete the investigation. The reported complaint confirmed as there was a leak located near the pilot balloon. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. It is highly improbable that such defect would pass this functional testing. Therefore, the root cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.